Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Numbers appeared properly during testing. Displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test were not performed due to cracked end cap. No loose drive support cap, however, cracked end cap noted. The insulin pump alarmed motor error during basic occlusion test and the device was unable to prime due to cracked end cap. The device had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
It was reported the customer received a compromised force sensor system alarm. Customer also stated numbers were not appearing on the screen during a prime. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap was damaged and sticking out. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.